Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced hyperglycemia and diabetic ketoacidosis due to a bent cannula event on (B)(6) 2026. During the event, the patient's blood glucose level reached 600 mg/dl. Patient found positive for ketones and levels found large. The patient experienced symptoms including headache, distress, irritability, lethargy, fatigue, and urinary frequency or polyuria. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.